Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported "this lead was capped because it would not capture at max output. A new lead was implanted successfully with the existing pacemaker. No adverse patient effects were reported." The lead was implanted for approximately 10 months.